Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump experienced failure code 536:320:666:000 was confirmed. The root cause was attributed to a user interface module printed circuit board assembly. The user interface module printed circuit board was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 536:320:666:000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. It is unknown if there was patient involvement; therefore, it is unknown if there was any patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.